Event description:
It was reported that the ventilator does not go into apnea backup when in CPAP/bpap mode. The breath rate, when peep is set, is well over the set rate when on a test lung. It is unknown if the ventilator had an audible alarm when the reported problem occurred.

Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem. The ventilator passed an extended test run using the customer's ventilator settings. Internal inspection did not reveal any anomalies. The ventilator also passed the ltv service final test which includes many ventilation and alarm functions.